Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: I need to start the process of a cer as a plastic piece of a retrieval bag seemingly broke off in the or last month. I will give as much details as I can, please let me know what else you may need. Thank you! Tip of bag broke off in patient during procedure; small piece was recovered. What is the lot number of the cd005: 1571036. Were there any other instruments being used at the time of the event: retractor. Was there any patient injury? No. Additional information provided by [name] on 17apr2026 via email: no spillage. No, guide bead came off due to excessive force during removal and plastic piece fell into patient. It was retrieved with no issue. Break occurred at guide bead. Additional information provided by [name] on 20apr2026 via email: my apologies, after further conversation with the customer it appears it was the white plastic piece inside the tip of the shaft. It fell out during deployment into the patient and it was recovered. The bag did was not compromised and there was no spillage. Intervention: small piece was recovered. Patient status: no patient injury.